Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance priming the insulin pump. Prior to the phone call, the customer tried to prime the insulin pump. The customer delivered a manual prime of 101.1 units. The customer first stated that she was connected during the manual prime, but she then stated that she wasn't connected. The customer's blood glucose reading was 207 mg/dl at the start of the phone call. However, during the phone call, the customer's blood glucose reading dropped to 69 mg/dl and the customer sounded confused. Paramedics were called to assist the customer. The paramedics examined the customer, but the customer refused any treatment. The customer's blood glucose continued to fluctuate, going from 150 mg/dl to 88 mg/dl in approx 20 minutes. The customer's husband stated that he would continue to monitor the customer and treat her blood glucose as needed. Nothing further was reported.